Manufacturer narrative:
(B)(4).

Event description:
Reported by the complainant as follows: fms was inserted with balloon inflated to unknown amount of fluid on the 8th of november due to patient having constant diarrhea of unknown origin consisting of liquid brown stool. On the evening of the 14th of november, patient began complaining of pain in the rectal area. Sensi-care protective ointment applied to area around anus for comfort. No bloody discharge was recorded. Fms removed on the 15th of november due to continued complaint of discomfort no bloody discharge was recorded. Staff nurse called into room with complaint of bowel movement in bed. A large bright red bloody discharge with blood clots present was noted by nurse. Fms was not reinserted. The patient was given a colonoscopy which noted a pulsating vessel which was repaired. Exact location of vessel in colon unknown to caller. Patient received 5 units of blood. Was discharged on 18th of november; diarrhea resolved. Admission was extended by 3 days. Patient was not administered blood thinners during hospitalization.